Manufacturer narrative:
The impella has not been returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: warnings & cautions: cautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported a 71 year old male patient on impella 5.5 support for heart failure/cardiogenic shock. It was reported that the sterile sleeve tore and was unsecure during repositioning. Tegaderm was used to secure sleeve back into place. There was no patient harm reported.

Manufacturer narrative:
B.3 revised date of event as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12954. E.1 added phone number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12954.

Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added g1 reporting contact facility name missing on manufacturer device report 1220648-2024-12954.